Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. There were no optical bench-related alarms triggered during more than 24 hours of testing with an optical pump simulator and purge. The root cause of the controller error (opm comm. Loss) could not be determined because the failure mode was not reproduced during testing. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced optical signal issues, which resolved through console replacement. No patient harm reported.